Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called to report for the customer of a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer's reading was 58 mg/dl at the time of admission. It was unknown if the customer was wearing the device at the time of admission. The customer's symptoms were not reported. The customer was treated with juice and food. The cause of the visit was due to hypoglycemia. The customer was unable to troubleshoot, and was advised to monitor the issue and call back if problems persist.